Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. After a guide wire crossed the lesion, intravascular ultrasound (ivus) was done. Dilation was performed using a non bsc balloon catheter but the lesion was not dilated enough. Then an 8mm x 2.00mm nc quantum apex¿ balloon catheter was advanced and crossed the lesion without issue. The balloon was inflated for 5 seconds however it ruptured at 12 atmospheres on the first inflation. The ruptured balloon was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).